Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a second pump (serial number (B)(6) was opened due to the previous pump (serial number (B)(6) appearing to have fraying of the glue under the bend relief on the driveline of the pump. The second pump also had some fraying that looked worse than the first pump, but the surgeon decided to continue with use, with the understanding that there was no way of knowing the consequences of continuing use. The pump operated as expected. Additional information reported that the device operated as expected.